Manufacturer narrative:
Upon receipt of additional information, this device was determined to not be reportable as it was identified as competitor product. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, this device was determined to not be reportable as it was identified as competitor product. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, this device was determined to not be reportable as it was identified as competitor product. The initial report was submitted in error and should be voided.